Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted cystoplasty procedure, the procedure was successfully completed robotically with no injury to the patient. However, a staff member sustained a shoulder injury while trying to remove a fenestrated bipolar forceps (fbf) instrument from the universal surgical manipulator (usm). The surgeon's attempt to straighten the tip of the fbf instrument was unsuccessful, and the staff's effort to remove the instrument using the release buttons also failed. During one of the attempts to remove the fbf instrument from the usm which was positioned across the bed, the staff member felt a pulling sensation on their shoulder. The staff member subsequently walked around the patient and eventually managed to undock the usm and remove the fbf instrument, allowing the procedure to proceed and be completed. Following the completion of the procedure, the staff member later experienced pain in the shoulder and could still feel a pulling sensation. A pain reliever was used, and an appointment was scheduled to see a physiotherapist.